Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used. The lot number p1852268 reported for this specific complaint is part of the recall since it is assemble using connector from the new tool. The lot number p1836098 reported for this specific complaint is not involved in the issue. The connectors of this batch were produced by the old tool and they have design with thicker walls. Probably, the customer reported to us incorrect lot number.

Event description:
Customer reports: "it has been brought to our attention that the above channel drain has been experiencing issues post-surgery. When dr. (B)(6) and his team are removing the drain in office, the drain is coming apart in the patient resulting in reopening the incision to remove the remaining part of the drain. There have been 2 incidents reported so far with 2 different lot #'s. # p1852268, # p1836098.